Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified procedure the single use ligating device failed. After attempting deployment of the single use ligating device, the mechanism would not release resulting in the wire needing to be cut to remove from the patient. There were no reports of patient harm.